Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that a disposable end cover fell off the scope during a procedure. The problem, as reported to olympus, occurred at the end of an endoscopic retrograde cholangiopancreatography procedure. The end cover was visibly observed in the patient's mouth at the end of the procedure after the physician withdrew the scope from the patient. The patient had a bite block in place and was under anesthesia. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The maj-2315, disposable end cover, was successfully retrieved from the patient. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No abnormalities were found that would cause or contribute the to the reported problem. A distal cover, lot number h0729, was tested, in an attempt to replicate the reported problem. The problem could not be reproduced. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was use of the distal cover in a state in which it was possible to detach.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used -there were no cracks in the cover after it was attached to the scope -after attaching to the scope, it was confirmed that the cover would not come off the scope by twisting or pulling it. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, a possible cause of the distal cover falling off based on the above investigation results: -after attaching to the scope, the distal cover was easily detached because it was used without noticing that there was a small crack in the distal cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).